Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the mobile application was cutting out. It was determined that the issue was related to the mobile application. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported allegation could not be determined. A root cause could not be determined.